Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter, unexpected suspend [low sg], lost sensor alarm, product not adhering/sticking, sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer reported an issue with the sensor tape not sticking. Customer is reporting a discrepancy between sg and bg which is not within range and insulin delivery was suspended due to discrepancy between sg and bg. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. Product return requested for mmt-7040a. Customer declined to return, or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.